Manufacturer narrative:
Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the driveline infection date of onset was (B)(6) 2018. Wound and blood cultures were all found to be (B)(6). The infection was treated with unspecified IV antibiotics and oral (po) keflex at discharge. The patient was discharged a week after admission.

Manufacturer narrative:
The patient remains ongoing on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.